Event description:
Livanova deutschland received a report in which it is alleged that a heater-cooler 3t system caused patient mycobacterium chimaera infection during a cardiac surgery occurred on (B)(6) 2015. Reportedly, the infection was diagnosed in (B)(6) 2024 and laboratory result was not provided.

Manufacturer narrative:
A1 to a5: limited patient information was provided. D4: serial number is unknown. This information will be provided in a supplemental report if made available. H4: as the serial number is unknown, the device manufacturing date could not be determined. This information will be provided in a supplemental report if made available. H9: livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in the united states. Legal lawsuit has been issued and limited information might be available. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in the united states. Legal lawsuit has been issued and limited information might be available. Through follow up communications, it was learn that significant deviations in cleaning, disinfection, and operational practices associated with the 3t heater-cooler devices occurred during the period surrounding the surgery at the reported facility. Cleaning logs prove that routinely device disinfection process as prescribed by manufacturer instructions for use (IFU) was not followed until august 2016. The devices did not have pall-aquasafe or equivalent 0.2 m water filters available for use until december 2016. As a result, it appears that, unfiltered tap water was used to fill the 3t devices at the time of the surgery. There is no evidence that the facility conducted water-source testing during the relevant period, and no laboratory reports have been made available. Reportedly, devices were positioned inside the cardiovascular operating room (cvor), facing the sterile surgical field. The estimated distance between the devices and the surgical field was approximately three to six feet. Although the surfaces and water circuits were disinfected by livanova field technician at the time of installation, it is not known whether device surfaces were disinfected after each subsequent operation. Additionally, information regarding the use of reusable blankets and the replacement of the 3t aerosol collection set during the relevant timeframe is unavailable. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.